Event description:
(B)(4) study. It was reported that vessel dissection occurred. In (B)(6) 2015, the patient's qualifying condition was stable angina. Subsequently index procedure was performed. The de novo ostial target lesion was located in the proximal circumflex (cx) with 85% stenosis and was 3.25 mm long with a reference vessel diameter of 10 mm. The lesion was treated with direct stent placement and a 2.50x12mm promus premier¿ stent. A grade a stent dissection was noted distal to the target lesion after implantation. A 2.5x12mm promus premier¿ stent was used to overlap with the 2.50x12mm promus premier¿ stent. Post-dilatation was performed, resulting to 0% residual stenosis. Post procedure, the patient was discharged on aspirin and prasugrel .

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2015, the target lesion was treated with direct placement of a 3.0x12mm promus premier¿ stent and not a 2.5x12mm promus premier¿ stent as previously reported. The event was considered resolved on the same day.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).